Event description:
It was reported to philips that the system was unable to move during a procedure. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the c-arm was not moving during the procedure. Philips tried to gather information regarding the issue, but the reporter was not willing to cooperate to answer the question and the customer refused the service request from philips as well, so no work was performed by philips. The codes were updated based on the investigation outcome.